Event description:
On (B)(6) 2013, a, maquet service technician from maquet (B)(6) reported that cardiohelp-I unit (article number 701048012; serial number (B)(4)) was switched to battery and display went black and gave a high priority alarm. The unit was switched to ac power and display remained black. The unit's batteries were charged on ac power for an hour, unit switched on again and display was black with a high priority alarm. Removing the batteries was the only way to start the unit on ac power and have the display operate normally. Batteries were removed and charged on an external charger did not reproduce the display/alarm results. The cardiohelp unit intermittently either would start correctly or alarm on ac power. Device was being prepared for storage and not in use on a patient. Technician stated he could not repair the device. (B)(4).

Manufacturer narrative:
(B)(4). The device was repaired in (B)(6) and the sensor panel with the defective capacitor was retrofitted with a new sensor panel (serial number (B)(4)). (B)(4).